Manufacturer narrative:
While there is no indication that the device malfunctioned in this event, the pt was administered antibiotics (medical intervention) as a result of the event. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for eval, and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that a pt developed an abscess in the area where an x-tip unit was used. The dr reported having to use more pressure to inject the site than normal; this reportedly resulted in "a little bone burn." The pt was placed on antibiotics for approx five weeks.